Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy the sealant. There was no reported patient injury. The mynx vcd prepped according to instructions for use (IFU). The user shuttled down completely. There was standard resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube green mark was visible. Hemostasis was achieved with another mynx device. The patient¿s outcome/status after the mynx event is stable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. A small portion of the sealant was stuck to the catheter near the slit of shuttle cartridge. The advancer tube and the procedural sheath were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Leak testing was performed on the balloon of the received device per mynxgrip instructions for use (IFU). The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. A product history record (phr) review of lot f1823903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the sealant deployment could not be completed since the advancer tube and sheath were not returned for analysis. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue experienced. However, since part of the sealant was returned with the device, it is possible that the sealant piece could have prevented the advancer tube from engaging to the tamp lock; therefore prevent deployment of the sealant. However, it is unknown at this time how part of the sealant became stuck to the mynxgrip catheter since it was reported that there was no unusual resistance/force during use. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1823903) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy the sealant. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The user shuttled down completely. There was standard resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube green mark was visible. Hemostasis was achieved with another mynx device. The patient¿s outcome/status after the mynx event is stable. The device will be returned for analysis.